Event description:
It was reported by service report that the side rail would not latch in the upright position and there were sharp edges on the right side yellow release handle. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Release handle.